Manufacturer narrative:
(B) (4). Evaluation results: device history review found the product met specifications when released for distribution. Conclusion: cause of event determined to be user error. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were flexible. The right and non-coronary cusps were intact. A large perforation through the free margin and lunula of the left cusp adjacent to the non-coronary left commissure appeared to have occurred during implant with a sharp object, such as a forceps. Conclusion: the DHR of this device was reviewed to find no issues that would have impacted this event. Analysis confirmed that the damage to the valve was induced during the implant. Medtronic has made attempts to obtain additional information regarding the cause and nature of the hemorrhage, however, no additional information was received.

Event description:
Medtronic received information that this bioprosthetic valve was abandoned after implant, due to a cuspal tear. Subsequently, it was reported that the patient died intra-operatively from "right heart failure and hemorrhage."